Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported reversed control. The jaws of the synchroseal instrument moved in the opposite direction of the surgeon's commands. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition, seal and engagement tests. The instrument moved intuitive with full range of motion in all directions. The grips opened and close properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Probable root cause related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not direct related to the device. Isi followed up and confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure was not related to an inability to move the instrument at all. The movements of the surgeon scale did not scale appropriately to the instrument. The movement was lesser than intended. The instrument did not move in the intended direction which was left, and it moved right instead. The timing wasn¿t appropriate, the instrument moved with lag. There was no shakiness, interference or external collisions. The issue was persistent. They used a backup instrument. The device was inspected prior to use. It occurred about 5 or 10 minutes after starting.

Event description:
Refer to h11 for follow-up information.